Event description:
It was reported that when using the bd pyxis¿ anesthesia station es map of the top drawer was not displaying on the screen. The customer confirmed that they used the map to correct count discrepancies. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the map of the top drawer was not showing on the screen. A field service engineer (fse) arrived at the station and found no errors on the screen. Mini drawers tested fine, although the ticket indicated the top drawer was not showing the map. Drawer 2.1 would not register as open in the test. After removing the back cover and securing the connections, the retractor band clicked in. Once retested, the drawer worked properly, and the tech was able to log in, access the drawer, and view the map. The system functioned as intended after the field service engineer repaired the device.